Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic complaining of feeling bad for two days leading up to the visit. Upon interrogation, no capture on the right ventricular lead, with a stable impedance and low sensed r-waves were noted. The patient mentioned during the clinic check, that they may have had blunt force to device/leads months ago. During the lead revision procedure, insulation abrasion and possible coil fracture was present near the clavicular area of the right ventricular lead. The lead was explanted and replaced successfully. The patient was stable after the procedure.

Manufacturer narrative:
As received, a complete lead measuring 57.9 cm was returned for analysis. Dissection of the lead noted inner insulation that was abraded at 6.0-6.4 cm from the distal tip. The cause of the reported events of insulation abrasion, no capture and low r waves sensing was due to the inner insulation abrasion. The reported event of fracture was not confirmed. Electrical and x-ray examinations did not find conductor fracture.